Event description:
The line was flushed with a 10ml of saline and had good blood return. The line was then hooked up to the power injector and approximately 10 seconds later the patient said she was getting wet from the contrast. The injector was stopped, and the line was found to have ruptured about 3 ½ inches down from the bioclave tip.